Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
It was reported that the catheter leaks at the blue port. A new device was used to complete the procedure. No additional information available.